Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the flexible cystoscopy, the distal end ring of the subject device was broken and detached in the patient. There was no report of patient injury associated with the event.